Event description:
The customer originally reported that his olympus evis lucera gasstrointestinal videoscope was experiencing an air/water flow issue during use. There was no patient harm reported from this event. During the device evaluation, it was discovered that the unit had undergone insufficient reprocessing as foreign material was found clogging the air/water nozzle. This report is being submitted to capture the insufficient reprocessing found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. As noted in event, insufficient reprocessing had led to foreign material being clogged in the air/water nozzle and compromised the flow-rate. Additionally, due to the elongation of the angle wire, the bending angle was found out of specification. The adhesive on the distal end was also found chipped. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that foreign matter stuck inside the air/water nozzle could not be sufficiently removed and clogged. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.